Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. There was under reporting of atrial tachycardia/atrial fibrillation (at/af).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented in atrial fibrillation, but the remote monitoring transmission for the device did not show atrial high rate episodes that correlated so the device was under reporting the patient¿s atrial fibrillation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.